Manufacturer narrative:
Awaiting product return. If the product is retuned smith medical will reopen this complaint for further investigation.

Event description:
It was reported that pump did not recognize syringe volume and over delivered. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.